Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that a there was a removal of a left 1st mtp fusion plate (foot-reconstruction-system) and re-fixation due to non-union. Initial procedure (1st mtp fusion) occurred on (B)(6) 2015. Removal of left 1st mtp fusion plate occurred on (B)(6) 2016. Surgeon said that once the plate had been removed it was evident that only partial union had occurred and therefore was required to debride the fusion site and re-fix. This non-union has resulted in the patient having a second operation for removal of plate and re-fixation. One plate was received for investigation with complaint category of "adverse event : no reported product problem". The plate shows wear consistent with implantation and explantation. This complaint condition could not be confirmed, as no x-rays were provided and therefore no visual evidence of a non-union exists in the complaint file. Whether this complaint condition can be replicated at cq is not applicable for this condition as no product problem was reported. A visual inspection under 5x magnification, device history record (DHR) review and drawing review for the returned plate were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For revision surgeon used non-synthes staples and bone graft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when event non-union occurred. Additional product code: hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Date of manufacture: april, 22, 2015 (non-sterile) a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp first mtp fusion plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery of left foot fusion plate (foot-reconstruction-system) was completed on (B)(6) 2016 due to non-union. One (1) variable angle (va) fusion plate and an unknown number of screws were removed. All devices were intact prior to removal. The original construct was implanted on (B)(6) 2015. It is undetermined how the non-union was initially identified. It was stated once the plate was removed, the non-union was apparent. The fusion site was debrided. The patient was revised to an unknown device for re-fixation. No surgical delay was reported. Patient status is unknown. This is report 1 of 2 for (B)(4).